Event description:
A malfunction alarm was reported. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided pump reset information and assisted the customer in resetting the pump.